Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an impedance alert when the rv tip-to-rv coil impedance exceeded the programmed lower alert level. It was noted the lead is programmed to bipolar pace and sense. The lead remains in use. No patient complications have been reported as a result of this event.